Event description:
It was reported that a patient had a midline laparotomy on unknown date and suture was used on abdominal fascia tissue. The patient developed complete wound rupture on (B)(6) 2012. The patient underwent a reoperation and closure of the fascia on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: pds ii (polydioxanone) suture; pds ll plus antibacterial suture.